Event description:
I had undergone treatment for tmd since (B)(6) 2023 and just finished the scheduled series of appointments. I was referred by a physician's assistant at my doctor's office because I had both ears clogged at the eustachian tubes and they wouldn't pop and open up. Dr. (B)(6) of (B)(6) had me use a night splint, lower jaw only, that he made and adjusted himself. I am supposed to wear it for the rest of my life. During the series of appointments, I had told him about jaw pain that happened from wearing the splint. He said it was the muscles and would get better, to use heat. I told him about my molars touching as I talked or sang. He didn't say anything about it. I told him that I would awaken because I was clenching on the splint hard. In (B)(6), one night I awakened clenching on the splint hard and in a lot of pain. I decided to stop wearing the splint and hope the jaw would get better. It felt better for a little while but then started to hurt again. I started wearing the splint again, but now there's a constant irritation of the jaw muscles. It became hard to chew or bite during the treatment, and it's still hard to bite and eat hard item. The jaw gets tired eating potato chips. The splint is designed wrong for my mouth. It goes over the lower teeth and has a ridge that sticks up on the inside under the top 6-year molars. My top 6-year molars have an extra section on the inside instead of being the normal shape of inner surface. The ridges on the splint contact those extra sections of the top molars, resulting in a large gap being held between my 6-year molars. It looks like a 7mm thickness on the splint that holds the upper and lower molars apart. I wasn't having pain when I started treatment with dr. (B)(6), but I have pain now. I fear that the changes are permanent and that this is what things will be like from now on. I live over 250 miles from dr. (B)(6) office and never want to go back. It costs me a lot of money every trip. My insurance didn't pay anything because they only pay when surgery is required (and only (B)(6) then). I was charged over (B)(6) for a treatment that my referring physicians assistant should know is not backed by research and that dr. (B)(6) should know is not backed by research, as I have learned in the past couple of months. The tomography report says the following: both condylar flattening -superior surface, both posterior displacement of the condyles, both superior displacement of the condyles. Refer to add'l documents in i2k.